Event description:
It was reported that a 67-year-old caucasian female patient underwent unspecified breast surgery with a 550cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture. Patient may have had same implants put back in for surgeries as a result, the devices were explanted on (B)(6) 2033. Mentor is aware of the discrepancy between the date of implant and the manufacturing date of the reported device. Follow ups were conducted, and response indicated that since the surgeon for this case was not the last surgeon that operated, the information is limited to what the patient says. Hence, the information is being reported as it was reported to mentor. Should additional information be received in the future, a supplemental will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture, and surgical intervention. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 10, 2023, the mentor failure analysis lab received the device for evaluation. On april 17, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant had creases/folds on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on february 14, 2023, following fields have been updated on this form: patient's initial under field a1 has been updated to "(B)(6)." Date of event under field b3 has been updated to "(B)(6) 2023". This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).